Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. At this time, no additional information was available, additional information regarding the pt, event, interventions and outcome has been requested.

Event description:
Literature: johansen kk, jorgensen jv, white lr, farrer mj, aasly jo. Parkinson-related genetics in pts treated with deep brain stimulation. Acta neurol scand. Mar 2011; 123(3): 201-206. Summary: the authors analyzed the frequency of mutations associated with parkinson's disease (pd) in a general pd population compared to pts with pd selected for deep brain stimulation (dbs) and evaluated the outcome of surgery. A total of 630 consecutive pts with pd were followed since 1998 and genetically screened, and 60 had dbs surgery between 2001 and 2009, 37 subthalamic nucleus (stn) , 21 ventro-intermediate nucleus of thalamus (vim), and two globus pallidus internus (gpi). The authors reported that all pts in both groups reported a considerable improvement of dyskinesias and painful dystonias. Reportable events: the complication rate was low with no mortality or hemorrhages. It was reported that one pt had a minor complication related to surgery; the pt experienced acute chest pain, probably attributed to cardiac ischemia and the dbs procedure was discontinued prior to implanting the electrodes. Two months later, the pt was operated for unilateral vim-dbs. One pt had a minor complication related to surgery; the pt experienced discomfort caused by tight dbs wires in the neck region and was re-operated after 7 months. There were no infections related to lead implantation, but two cases developed a mild local infection following a change of battery 5 years after dbs implantation. There were several transient neurological side effects; apraxia of eyelid opening (n=2), anxiety and depression (n=3) and hypomania (n=3). There were 4 cases of permanent cognitive impairment.